Event description:
It was reported that during a follow up, alert for possible lead issue was observed. Therapy was aborted due to low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.